Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded

Event description:
Caller reported leakage on many cartridges that came from this batch. No adverse event reported. Cartridges were discarded and therefore no product will be returned.